Manufacturer narrative:
The customer¿s report of an over infusion of flebogamma was confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows that at 09:57 am on (B)(6) 2017 immune glob ¿ ivig was programmed with a vtbi of 195 ml and a duration of 50 minutes which calculated the infusion rate to 234ml/hour. After 45 minutes the volume infused was 181.629ml. At 10:41 am the unit was paused and the rate was changed to 50ml/hour; the infusion continued at the new rate for 4 minutes before the module was channeled off. Functional testing was performed and the device was operating within specification. The root cause of the overinfusion was the user programming a duration of 50 (minutes) rather than the intended rate of 50 (ml/hr).

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 200 ml infusion of flebogamma (20 grams ) was programmed to infuse at 50 ml/hr was noted to be empty after 45 minutes. The pump did not alarm. There was no patient harm.